Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the surgeon noticed a foreign body at some point in the catheter. The physician reported he threw away the catheter and the vision probe. Did not affect the case. There was no intuitive employee present. The diagnostic procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the catheter for evaluation due to the customer discarding it during the procedure. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received.